Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had a infections at the generator site and being treated for it. The generator and lead were explanted. It was unknown when the patient was explanted or when the infection stated. There is not replacement planned at this time. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.